Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device system detected a fault code, indicating voltage too low for remaining projected longevity. Device data was saved to a disk for further evaluation. Evaluation of the data confirmed the presence of the fault code, however, indicated that therapy deliver was unaffected. It was recommended that the device be explanted and returned for reliability analysis, however, the data indicated with a high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days time. The health care professional (hcp) reported that the patient with this device system was terminally ill for an unrelated reason and there was no plan to replace the device. To date, no adverse patient effects were reported as a result of this clinical observation.